Event description:
It was reported that the customer had a no delivery alarm on the insulin pump during fill tubing. Customer stated that the piston was not turning as it moves backwards during the rewind process. Customer's blood glucose level was 269 mg/dl. Customer was advised to clear the alarm and disconnect from the pump. Troubleshooting was performed and pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.